Event description:
It was reported that the insulin pump gave a button error alarm during normal use, and the customer ended up in the hospital as she could not manage her blood glucose levels. Troubleshooting was performed, and the customer did not know whether or not any buttons were pressed for three minutes or longer. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.